Event description:
Please ref imp report #: (B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 3 std - ref (B)(4), lot 110561 ((B)(4) produced). All parameters have been found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4). Amistem broach size 3 - ref (B)(4), lot 105425: all parameters have been found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) have been produced and released to the market on 09/20/2010. All these instruments have been shipped out between 10/2010 and 01/2011, and have been used many times without having received any similar issue. Moreover, the broach involved in the complaint has been used again after this case without any problem. From the data collected, the event is highly likely not device related.